Manufacturer narrative:
Product analysis found visually, the packaging carton was damaged when returned. The packaging carton contained inserts (68e3566, ,726750c793), electrodes (red/white, green), and an open pouch with the tube in it. The pouch was open from 3 of 4 sides and had traces of biological contamination. The harness was wrapped in a tape paper when returned. There was a biological contamination on the tube from the proximal to the distal end of the tube. The lumen for blue with clear tube lead was punctured and wire was out of lumen. The wire was bent for about an inch in length. Functionally, a syringe was used to inject 20cc of air into the cuff, and cuff was deflated immediately. The distal end (all the way up to the distal end of the blue bend) of the tube was submerged under the water, and while air was inflated into the tube, the leakage was coming out of the lumen (at the distal end of the blue bend) for a blue with clear tube lead. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). Previously applied codes b21, c21, d16 are no longer applicable. Additional codes img g04038 is no longer applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received, the procedure was thyroid-related surgery. The cuff was checked prior to intubation and it was normal, no leak was observed. After the initial intubation, a bite block was used to secure the device and protect the tube. It was not the first time this emg tube was used.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow- up report will be submitted when analysis is complete. Medical safety review done and assessment indicated that the event and it's severity (severity of 2, noted retropharyngeal bleeding/tissue damage but backup product was used to replace the tube, no major medical or surgical intervention noted) are known and labeled per pra d00847575--b and IFU m040175c001doc1 b which states: do not excessively bend the emg tube, particularly at an acute angle (less than 90°). Excessive bending may cause the wire electrodes to protrude through the tube puncturing through the cuff and becoming exposed. This may result in serious injuries where the exposed wire can penetrate the tracheal wall or a vocal cord, or cause cuff deflation which will require reintubation of the patient. Do not attempt to use an emg tube without first performing a cuff inflation test. Inflate the cuff with air and visually inspect the cuff for any abnormality. Replace with another emg tube if any adverse abnormality is found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an air leak was found after endotracheal intubation before the surgery. After the endotracheal tube was pulled out, it was found that the nerve monitoring endotracheal tube lead had come out of the endotracheal tube, punctured the cuff and scratched the patient's posterior pharyngeal wall, caused the patient's posterior pharyngeal wall to bleed. Patient had retropharyngeal hemorrhage. There was a procedural delay of 30 minutes. The procedure was completed by replacing with a new endotracheal tube.